Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Additional observation not reported by site: the instrument was discovered to exhibit damage on one side of bipolar yaw pulley. Visible physical damage was detected on the conductor wire. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that the fenestrated bipolar forceps instrument was found to have a defective cable insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was not able to talk much about the fenestrated bipolar forceps instrument. The instrument came to us for processing on (B)(6) 2025. After the mechanical processing, the visual inspection revealed that the cable insulation was defective. Before reprocessing, we check the instruments for contamination according to intuitive's reprocessing instructions, but not for damage to cable pulls or cable insulation.